Event description:
It was reported that while trying to stent the middle cerebral artery (mca), the physician experienced resistance due to the tortuousity of the pt's vasculature. The physician used excessive force when deploying the stent (subject device) and the stent prematurely released. The physician then implanted another stent. The pt is reported to be in "stable" condition.